Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem of improper shut down while medication was infusing was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on a battery contact. The battery module will be scrapped to address this issue. It is noted in the spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminals, as well as to prevent any power from being applied to pump circuitry while liquid cleaning solution is present, which may cause corrosion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had improper shutdown while medication was infusing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.